Manufacturer narrative:
Distributor performed evaluation and any necessary correction.

Event description:
It was reported by the distributor that the bed had not been zeroed properly, potentially causing an inaccurate scale. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by the distributor that the bed had not been zeroed properly, potentially causing an inaccurate scale. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.